Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The peritonitis was manifested by cloudy effluent and catheter site swelling. It was not reported if the patient was hospitalized for the peritonitis event. Beginning on the day after the receipt of this report, the patient was treated with antibiotics diluted with extraneal intraperitoneally for medication dilution (antibiotic, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy was prescribed to last until fifteen days after the receipt of this report. Dianeal therapy was ongoing. The patient was not recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.